Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified hysteroscopy procedure, the subject device was used. When connecting the hd camera head otv-s7proh-hd-l08e, a monitor showed color stripes and displayed ¿scope error e315, unsupported scope¿. The user connected the otv-s7proh-hd-l08e with another otv-s190 system center and they worked fine. Error code displayed again when connecting another otv-s7proh-hd-l08e to the subject device. The user replaced the subject device with another device and completed the intended procedure. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc). Therefore, the exact cause of the reported event could not be conclusively determined. However, according to the evaluation result of the subject device by an olympus local service engineer, the reported failure phenomenon could be reproduced. In addition, it was found that the evidence of the exposure to water on an internal circuit board in the subject device. At replacing the internal circuit board with another good circuit board, the failure phenomenon could be resolved. The device history record was reviewed and found no irregularities. Based on the evaluation result so far, omsc determined that the reported failure phenomenon was attributed to a defective internal circuit board. The otv-s190 instruction manual states that the corresponding method when there is an abnormality for the device.